Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the specific surgical procedure being performed? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? Were any issues with staple formation identified? If so, please describe. Were 2 complete tissue donuts confirmed? Was a complete washer transection confirmed? What is the current patient status?

Event description:
It was reported that during an unknown procedure, the device stapled but did not weld properly the colon. A leakage has been observed. An unexpected stoma has been performed to finish the procedure following this incident. According to the pharmacist the patient doing well.

Manufacturer narrative:
(B)(4). Batch # r57m3v. Device evaluation: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what was the specific surgical procedure being performed? Left hemi colectomy under laparoscopy for cancer, colo rectal anastomosis. What healthcare professional fired the device and what is his/her experience with the device? The healthcare professional was used to use this device. Where in the green gap setting scale was the indicator located prior to firing? The indicator was entirely in the green part, as usual. Did the healthcare professional receive audible & tactile feedback when firing the device? The surgeon did not receive audible feedback but the nurse received tactile feedback. The surgeon has performed a sealing test (which he did not do usually) and he noticed that the stapling of anastomis was partial. Were any issues with staple formation identified? If so, please describe. The issue noticed what the circular stapling was partial with 2 cm without any staple. Were 2 complete tissue donuts confirmed? Yes, 2 complete and harmonious tissue donuts. What is the current patient status? Net prolongation of the procedure time, recovery of the anastomosis and need to make a protective ileostomy that was not planned if there was no defect. Simple suites.